Event description:
The customer alleged a discrepant igg result when testing was performed on the modular analytics p module. The initial igg test yielded a result of 245 mg/dl, which was reported outside the laboratory. The physician questioned the result. Testing was repeated on (B)(6) 2010 with a result of 1286 mg/dl. The customer stated that testing was also repeated by a gel separation method with a result of > 1000 mg/dl. The customer stated that the patient was not affected by the event. The igg reagent lot number was 62219601. The field service representative determined that the event was due to a reagent probe positioned too close to the edge of a reaction cell, causing reagent to hit the top of the reaction cell and splatter into an adjacent cell. He adjusted the probe and cleaned the reaction cell tops. Patients and quality controls were run successfully.